Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. The customer changed out the supplies to the pump. As the supplies had been changed prior to troubleshooting with tandem technical support, the cause of the occlusion was unable to be determined.